Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The needles stalled in barrel in deployment. Back down of the needles to their original position was not successful. Redeployment of the needles was also not successful. The hub of the barrel was broken to access needles and the devices was removed. The pt went to standard manual compression and was discharged same day. The device was not rec'd by the MFR for eval and the lot number was not available.